Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
The event involved a 22 cm (8.5") ext set w/0.2 micron filter, clamp, rotating luer where the customer reported that the device leaked unknown chemotherapy drug, at the location of the air vent, during patient infusion. There was no bleedback, no bio-hazard and unknown user facility med-watch. The device was not reprocessed/resterilized. There was patient involvement, no adverse event/patient harm and no delay in critical therapy. There was no unprotected chemo exposure in this event. There was no patient and healthcare provider harm. This is report one of two.

Manufacturer narrative:
Received two (2) used 011-c32029 extension set w/0.2 micron filter for inspection on 5/1/2024. The filter vent was wetted out with prior infusate. The extension set was leak tested per product specifications. There was leakage from the filter vent. The reported complaint of leakage can be confirmed. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.